Event description:
The end user's daughter first reported issues with the wheel locks on january 13, 2025. Initially it was reported that the wheel locks had failed and would not hold during transfers. The end user's daughter also mentioned that they could not keep the wheels from spinning when they were in a locked position. After multiple instances of correspondence, on april 25, 2025, the end user's daughter mentioned the wheel lock consistently became loose on the left-side for the first time. Sunrise customer service (B)(6) into the jd edwards complaint system that detailed other instances where there was wheel lock loosening. No injuries or adverse impact to the user were reported.

Manufacturer narrative:
Background information: quickie qx/qxi wheelchair owner's manual, rev. H, page 14 states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment." Quickie qx/qxi wheelchair owner's manual, rev. H, page 28 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the end user's daughter first reported issues with the wheel locks on january 13, 2025. Initially it was reported that the wheel locks had failed and would not hold during transfers. The end user's daughter also mentioned that they could not keep the wheels from spinning when they were in a locked position. After multiple instances of correspondence, on april 25, 2025, the end user's daughter mentioned the wheel lock consistently became loose on the left-side for the first time. Sunrise customer service obtained additional information from the dealer for the end user and entered two cases (B)(6) into the jd edwards complaint system that detailed other instances where there was wheel lock loosening. It was determined that based on similar complaints and products received, the potential cause could be hardware loosening over time which could lead to insufficient wheel locking force. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The age of the chair at the time of this complaint was approximately six hundred and forty-two (642) days. There were no injuries or adverse impact to the user reported. Conclusion: the loosening of the wheel lock hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the dealer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed.